Event description:
Seen for routine follow-up for pacemaker. Initial interrogation showed normal battery status. During evaluation pacemaker abruptly went to end of svc and changed modes to vvi and pacing at a rate of 60. Pt became hypotensive and required immediate hospitalization and pacemaker replacement.